Manufacturer narrative:
B3: event date updated g2. Foreign: fi medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the first symptoms of the infection appeared as redness on january 21st and hematoma at the battery site on february 9th. No purulent discharge was found, "but something else". The cause of the infection was not determined.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had gotten a pocket infection at the new ins location and the ins was placed to a new location from belly to buttocks on the (B)(6) 2023 and at that time their extension was changed to a shorter one. Cause was not identified. The pain and infection were cured. Device worked. Wound infection was the reason for ins location revision.

Manufacturer narrative:
Event split from information rec'd in file associated with 3004209178-2025-05389. G2. Foreign: finland b3: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.